Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #9 (type ii bone). Primary stability was achieved. An augmentation was performed at the time of surgery using nuoss. An infection was involved in the event. The implant was removed on (B)(6) 2013 due to a fistula. Medical history: no significant findings.